Event description:
The lay user/pt contacted lfs on (B) (6), 2010 alleging inaccurate high readings on the pt's one touch ping meter and also an error 5 message. The pt mentioned that on (B) (6), 2010, prior to testing the pt felt dizzy and shaky. The patient tested her blood glucose and obtained a result of over 600 mg/dl on the one touch ping meter at 4:36 pm. Less than 30 mins later the pt obtained a 108 mg/dl on a one touch ultra mini meter at 4:39 pm. The pt was treated based on the high reading. The pt did not seek any medical attention or contact his physician for assistance. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. A quality control test was not done since the pt did not have any control solution. There is no evidence that the meter caused or contributed to an adverse event since the pt exhibited symptoms prior to testing and the pt was treated accordingly to the elevated readings. The complaint is being reported since the results compared to the mini meter and the ping meter is greater than 30 mg/dl or 30%. Products were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.